Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm in the morning. The customer's blood glucose level was 260 mg/dl and a correction bolus was delivered. After tandem technical support reviewed the auto-off feature with the customer, the personal profile settings were also reviewed. The customer was not sure if the basal setting adjustment that was received from the healthcare provider were entered into the pump correctly. The customer indicated that the healthcare provider was to be contacted to confirm settings.